Event description:
It was reported that previous penile prosthesis device was removed on (B)(6) 2018 due to erosion at penis scrotal junction. The tubing was coming out of the skin at the junction. A new spectra malleable penile prosthesis(spp) 12mm x 12cm device was implanted.

Event description:
It was reported that previous penile prosthesis device was removed on 13sep2018 due to erosion at penis scrotal junction. The tubing was coming out of the skin at the junction. A new spectra malleable penile prosthesis(spp) 12mm x 12cm device was implanted. Additional information received indicated a mini salvage and wash out was performed. The spectra penile prosthesis was placed to hold the space. The reported patient outcome was successful.